Event description:
The reporter stated that she did back to back blood glucose tests, minutes apart, using separate finger sticks. Her test results were 270 and 156 mg/dl. The reporter stated that she did not have any symptoms. A control solution test result was in range, 138 (99-149). On follow-up the reporter stated that she had been using test strips that had been open for longer than 4 months, and that she had never cleaned her meter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8